Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw was inserted and while grasping, the anterior gripper arm would not lower. Therefore, the clip was removed and replaced. Two new clips were successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported single gripper actuation issue and the gripper line break as the gripper cap non-tactile marker gripper was unable to be raised and the gripper line was observed to be broken and bent near the clip area. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single gripper actuation issue was a cascading event of the broken gripper line. The investigation determined the observed broken and bent gripper line may be related to a potential product quality issue. Therefore, exceptions are referenced. The investigation evaluated the reported issue, and the engineering group found the investigation to be inconclusive. A potential contributing factor though not confirmed was determined to be method, due to the gripper line being inadvertently snagged on the loading hook, leading to kinks. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.